Event description:
The equipment involved is a steris atm 6000 table s/n (B)(4). The dr has a palm control that can be used to control the table. There is also a completely separate hand control that staff can use to control all bed functions except the float function. The problem is the left/right tilt on the float control is opposite of the hand control. In other words, right tilt on the dr's control is left tilt on the hand control used by staff. Our steris service rep was working on this table for other issues and pointed this out to us. Per the service rep, this is a known problem and something we just have to live with. Although, we haven't had any issues with this, I can see were it certainly could cause real problems in some situations. It seems like both controls should perform the same motions to prevent possible problems with pt positioning. The hand control wouldn't have to be changed. A new overlay could be put on the staff hand control to show the same movements as the dr's control.